Event description:
Bone marrow needle separated during procedure and had to be extracted from pt's hip bone (iliac crest) using pliers. Pt was not affected because broken needle was removed. Broken needle and packaging was sent to hospital dept of bio medical engineering per hospital safety protocol.